Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 4.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the quantum maverick balloon catheter. The shafts, balloon and tip were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the exit notch and tip. Inspection of the shaft revealed that the inner shaft had a hole/perforation and the outer shaft was damaged 8cm proximal of the tip. The damage to the outer shaft did not go through the outer shaft. The shaft hole and damage are consistent with damage that can occur due to interaction with a guidewire. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was not consistent with the complaint incident, as the shaft had a hole and there was no damage to the balloon. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 4.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.